Event description:
It was reported that during left bundle branch implant procedure, the right ventricular lead became entangled in endocardial structure and failed to be pulled back or freed. The lead was capped and abandoned during the procedure on (B)(6) 2023. The patient was stable.